Event description:
Additional information received reported that three resolute integrity stents were implanted during the index procedure and not five as previously reported, they were implanted in the lad. The dissection occurred after implant of the initial stent and the second two stents were implanted to treat the dissection.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).

Event description:
There were five resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the 1st diagonal branch and four in the lad. It is reported that there was an edge dissection distal to the initial stent in the lad and the additional 3 stents implanted in the lad were to treat the dissection.